Event description:
The 6 fr/24cm acmi silitek stent did not unfurl when grasped in the bladder for removal. Instead, it doubled back on itself and entered the ureter.

Manufacturer narrative:
Device not returned to acmi for eval, therefore the investigation is inconclusive.